Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a low heart rate, which was unknown if it was due to product performance. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.